Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the acquisition monitor is not switching on. The fse checked the monitor and verified the cables and found that there is cable connection issue. To resolve the issue, fse reset the cable connection for monitor. After the repair, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the acquisition monitor would not turn on. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and checked the monitor and cables. The fse reset the connection and the device was returned to expected functionality.